Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an application was running slow. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an application was running slow.the customer stated that the malfunction occurred when user trying to issue medication to patient.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was running slow. A technical support specialist remotely accessed the 12o range-f station and launched powershell to run the script. It was confirmed that the network adapter was set to 100 mbps half duplex. The station was identified as running microsoft windows 10 enterprise ltsc. Upon reviewing the debug logs, an error was found, indicating a failure to obtain context data from sync server address changed. Tss was noted that a controlled purge case had been created to address a bloated database, which states that the field service engineer identified that the c drive on the station was full. Upon investigation, it was found that a log file within the sql folder had grown excessively large. The unnecessary log files were deleted to free up space. After the cleanup, it was verified that disk space had been successfully recovered. The station was also confirmed to be online in rss following the resolution. The system functioned as intended after the technical support specialist troubleshot the device.